Event description:
It was reported that the customer needed programming assistance for his insulin pump. Customer's blood glucose level was 532 mg/dl. Customer treated with his pump and his blood glucose level was dropping. Customer was advised to follow up with their health care professional. Customer was assisted with programming the pump. Customer called back and was assisted with finding menu options. Customer received a no delivery alarm during manual priming. Customer checked his blood glucose level and it was at 39 mg/dl. Customer treated with some candy. Customer stated that he knows the correction would catch up to him. No troubleshooting was needed. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.